Event description:
It was reported, patient elected to have gamma nail removed due to pain. Upon removal of lag screw a fracture of the nail was evident. The proximal portion of the nail was removed along with the distal portion.

Manufacturer narrative:
Device will be retained by the patient. If the device or additional information becomes available, it will be reported on a supplemental report.